Event description:
Caller reported a malfunction on the pump, specifically a malf 16 code, which persisted even after attempts to reset. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, technical support provided pump reset information to the caller, arranged for a replacement pump, and instructed the caller on returning the defective unit. In addition, cts confirmed the delivery details and briefed the caller on steps to follow upon receiving the replacement pump, which would include updated software. The caller understood and acknowledged all instructions.